Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device changeout the epicardial defibrillation patch exhibited high impedance levels. The lead remains I n use. No patient complications have been reported as a result of this event.